Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the programmer antenna had a damaged cord, and was damaged. No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain . Additional information was reported that the patient called back and explained that she was sent the wrong part and reported that she needs is the desk top charger (dtc) because the connector pin broke off. The patient called back again and said they must have sent the wrong model because it doesn't work for hers. The patient said she wants to get it today because she is in pain. The patient's pain started today. It was determined that the patient's connector pin was stuck in the recharger. The patient was able to get out the connector pin out of the recharger, and the patient is now able to plug in the desk top charger (dtc) into the recharger and it is working. No further information was reported.

Manufacturer narrative:
(B)(4) apply to the recharger. The previously submitted (B)(4) no longer apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the recharger (B)(4) found evidence of a broken connector with damaged pins. If information is provided in the future, a supplemental report will be issued.